Manufacturer narrative:
Other, other text: four photos were received for evaluation. Visual inspection of picture 1 showed a cassette. Picture 2 showed the front view of a cassette product. Picture 3 showed the top view of a cassette product. Picture 4 showed the pressure plate latch section. The sample was received in unused conditions, decontaminated and inside in a plastic bag and without the blue clip. No damages, kinks, cuts, occlusions, or any other damage detected. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No actions were taken. D3, g1, g2 email address: (B)(6).

Manufacturer narrative:
Other text: g3: japan. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that after six hours of use an alarm occurred. Per reporter the alarm was subsequently resolved when the cassette was changed. It is unknown if there were any adverse patient effects.